Event description:
The iab was inserted into the pt on 5/24/97. On 5/27/97, the "leak in iab circuit" alarm sounded from the pump and brown specs were noted in the tubing. Then, bright blood was noted in the tubing. The pt was made a dnr and went on to expire. The contact at the facility stated that the facility is not attributing the pt's death to the event. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 5/28/97.) (Pt's current status: expired - rpt'd 5/28/97.)